Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event include improper bone preparation, leveraging the screw during insertion and/or over-insertion. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the head of a 4.5mm screw broke during an ankle fusion procedure. The screw was left in the patient. Follow-up investigation: only the head of the 4.5mm screw broke off upon insertion into the bone. The screw body was flush to the bone. The body was left in the patient and no additional incision was performed. Two locking screws were inserted and the soft tissue closure was performed to complete the procedure.